Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the physician the ra was attempted and after repositioning it, a couple times the numbers were good and the procedure was finished. The patient came into the clinic the following day having trouble catching her breath. The device pacemaker check indicated no issues. The patient was sent for an echocardiogram which showed a small effusion. When the patient turned to her right loss of capture (loc) on the right ventricular (rv) lead was observed. The patient was brought back into the clinic later the same day for an additional interrogation and increased threshold on the rv lead was observed. The patient also stated they could feel pacing. The rv lead output was programmed to 7.5 volts to gain capture. The patient had an underlying rate of 45 beats per minute. An effusion was noted which the physician believed to be due to the dislodged rv lead. A revision procedure was performed where the rv lead was repositioned with good measurements. The physician also repositioned the ra lead as the threshold was at 3.5 volts. After repositioning, the ra lead measurements were normal. The pacemaker, rv and ra leads remain in service and no additional adverse patient effects were reported.